Manufacturer narrative:
The reported event of insulation damage was not confirmed. As received, a complete lead was returned in one piece. Visual examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that insulation damage was observed on the lead prior to attempted implant. A different lead was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.